Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care (adc) device. The customer experienced symptoms pus under the skin and infection at the insertion site. The customer had contact with a healthcare professional who prescribed fusicutan cream and antibiotics for treatment. There was no report of death or permanent impairment associated with this event.